Manufacturer narrative:
(B) (4)the device has been requested for evaluation. Should the device be received and an evaluation performed, a follow-up report will be filed.

Event description:
A registered nurse at the customers facility contacted corporate product surveillance on 08/17/09 to report an occlusion alarm that occurred on an infus o.r. Pump (B) (4). The pump was infusing propofol, dosage unknown, for a short period of time on a male patient, when pump alarmed occlusion and the therapy was stopped. The syringe being used was not a bd or monoject. The syringe was purchased from cardinal, part #sy35060ll. The pump was replaced and therapy continued. This was found during patient use, with no patient injury reported or medical intervention needed. No additional information is available.